Event description:
It was reported that the patient with this pacemaker used transcutaneous electrical nerve stimulation (tens) for about 5 minutes. Technical services (ts) consultant did not recommend the use of tens. Ts referred the patient to the clinic to confirm the function of the device. As of this time, this pacemaker remains in service. No adverse patient effects were reported.